Event description:
Boston scientific corporation became aware of the following event through the article "weight loss endoscopy trial. A multicenter, randomized, controlled trial comparing weight loss in endoscopically implanted duodenal jejunal bypass liners versus intragastric balloons versus a sham procedure". A total of 15 patients had the orbera intragastric balloon inserted. The procedure was performed under sedation, and the balloon was implanted for a period of 6 months. All patients underwent regular dietary consultations, clinical examinations, blood samples for analysis of comorbidities and bioelectric impedance analysis (bia). The mean number of adverse events per patient is 8.8. According to the information provided the adverse events are gastrointestinal disorders, infections, metabolism and nutrition disorders, musculoskeletal and connective tissue disorders, surgical and medical procedures, investigations, nervous system disorders, general disorders and administration site conditions, psychiatric disorders, blood and lymphatic system disorders, immune system disorders, respiratory, thoracic and mediastinal disorders, hepatobiliary disorders, injury, poisoning and procedural complications and others. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2 literature source: hollenbach m, feisthammel j, prettin c, et al. Weight-loss endoscopy trial: a multicenter, randomized, controlled trial comparing weight loss in endoscopically implanted duodenal-jejunal bypass liners versus intragastric balloons versus a sham procedure. Digestion. 2024 ;105(6):468-479. Doi: 10.1159/000539816. Pmid: 38885635; pmcid: pmc11633907.